Event description:
While two technologists wer lifting a patient into the head holder, the cradle unlatched and one of the technologists hurt their back. The technologist was out of work for 3 days. They did not require additional medical care. The unit has since been repaired.